Event description:
While wearing the external equipment, the pt reportedly experienced sound perception problems. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The pt continued to be monitored by the center. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.